Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient. Results provided: 32.58 / 13.52 pmol/l (reference range: 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for reagent lot 73465ud01. However, testing was performed utilizing retained kits of lot 73465ud01 and noted that all testing passed, indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 73465ud01 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 73465ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient. Results provided: 32.58 / 13.52 pmol/l (reference range: 9.01-19.05 pmol/l. No impact to patient management was reported.